Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that a lumbar catheter (910-121) kinked upon removal from the stylet during a procedure. A product revision was required and the procedure was delayed. It is not known how long the procedure was delayed. There was no patient injury as a result of this event. Additional clinical information has been requested.